Event description:
The user reported that the 2 parts of the protection case are still fitted together, but not sealed together, there is no cement left and the 2 parts can get separated.

Manufacturer narrative:
Evaluation results: customer report was confirmed for the connection between the gray and clear tubes are no longer bonded. There is adhesive visible on both the clear adaptor and gray tube. The shrink seal is still attached to the top of the clear adaptor.